Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored. No unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery related alarms, unexpected battery power loss and charge/battery lasts less than expected noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2025. There was no data available to verify if the customer experience an unexpected battery power loss of less than 7 days or charge/battery lasts less than expected for the event date of 08-oct-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 08-oct-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. Customer reported short battery life and received replace battery alert. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.